Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The field service engineer found medication packs blocking the sensor. The fse cleared the obstructions to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer issue. The customer stated that the auxiliary drawer 2 is not responding when trying to recover the pocket, interrupting the issue of medications to the patient. The customer rebooted and tried to recover but the issue was still persistent. There were no adverse events or injuries reported based on this event.